Manufacturer narrative:
E1: patient city: (B)(6). Patient country: greece.

Event description:
Reference number (B)(4). Event occurred in greece. It was reported that the infusion set tubing detached from the connector on (B)(6) 2025. Infusion set was used for one day. The insertion site was the abdomen. No further information available.